Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.2804 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had an MRI on (B)(6) 2021 and today the patient came into the office for a refill, and they saw a motor stall. Upon second interrogation, the pump showed a motor stall recovery message. Telemetry mode was reviewed with the reporter.